Event description:
It was reported that prior to use with bd preset¿ eclipse¿ the needle cap was missing thus affecting sterility. The following information was provided by the initial reporter, translated from japanese to english: according to the customer¿s report, a product was without the needle cap on and the needle was exposed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing IV shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing IV shield. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd preset¿ eclipse¿ the needle cap was missing thus affecting sterility. The following information was provided by the initial reporter, translated from japanese to english: according to the customer¿s report, a product was without the needle cap on and the needle was exposed.